Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 141 mg/dl and her insulin pump threshold suspended based on sensor readings of 45 mg/dl and 88 mg/dl. Customer stated she had bent cannulas on previous sensors. Insertion and calibration techniques were discussed. Nothing further reported.